Event description:
After laser fiber was connected to laser and foot pedal depressed it was not working. It made a very loud cracking/popping sound when foot pedal depressed. Fiber was detached and re-attached and continued to make loud snapping noise. Fiber was removed and new fiber attached. Laser worked fine after that. No beam was observed from the tip of the laser when the pedal was pressed and there was no visible impact to the stone. A "loud popping" sound was heard so the surgeon released the pedal. The screen on the laser indicated that there were no issues and there were no warnings displayed. A new fiber was used without any issues and the procedure was completed as scheduled. Laser wire sequestered and given to a staff member in supply chain.